Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapies. The rhythm was detected in the ventricular tachycardia (vt) zone but atp was unable to convert rhythm and accelerated to ventricular fibrillation (vf) zone where the 3rd shock converted the rhythm. A defibrillation threshold (dft) testing was done but still was not able to convert at 41 joules (j). The physician decided to replace the system and added an azygous defibrillation coil. This ICD was explanted. No additional adverse patient effects were reported.